Event description:
Forceps used to obtain bxs. At first forceps were opening and closing fine. Gi rn opened forceps to obtain biopsy of tissue, felt a snap. Was able to close the forceps but when trying to reopen the forceps again, they would not open. Forceps were removed from scope and tried opening and closing again, however, handle felt rigid when trying to open and close.